Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause could not be identified. However, it is likely that organosilicon and silicates are not components derived from the endoscope, but rather from antifoaming agents and other pharmaceuticals. Possible causes of the adhesion of foreign matter include insufficient pre-cleaning and rinsing, and insufficient drying due to valves not being removed when the endoscope is stored. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device exhibited foreign material in nozzle. There was no patient involvement.